Manufacturer narrative:
(B)(4). Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that when a patient presented in-clinic for a follow-up, an alert for charge time limit reached was observed. The device was explanted and replaced. The patient was in good condition post-procedure.